Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, g3, h2 and h3. Corrected fields: h4. The device was returned to the regional service center (rsc) for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, a cause was not established due to no new additional findings. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, there was an image flash screen phenomenon with the rigid video scope. The issue occurred during a therapeutic laparoscopic total hysterectomy that was completed using a similar device. There were no reports of patient harm.